Event description:
Same case as MFR report #: 2134265-2011-04152, 2134265-2012-05068. It was reported that post a coronary artery stenting treatment procedure the patient developed restenosis. The patient presented at the time of the index procedure due to silent ischemia. The index procedure treated a de novo, 99% stenosis of the proximal rca (right coronary artery) measuring 3.5x60mm. Treatment consisted of predilation, placement of three taxus express2 stents (3.5x16mm, 3.5x28mm, 3.5x32mm), and post dilation resulting in 0% residual stenosis and timi 3 flow. The patient was discharged three days later on warfarin, plavix, and bayaspirin. In (B)(6) 2011, the patient presented with ECG alterations and reintervention was performed. A 3.5x28mm 90% stenosis of the mid rca was identified and treated with balloon angioplasty and placement of a non-bsc stent with 0% residual stenosis. Timi 3 flow was maintained throughout the procedure and the patient was discharged two days later. The investigator noted that the event is for the mid rca, but this is the same location where the study stents were placed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).